Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery end alarm and an spi to motor pic communication error alarm. The customer changed the battery to no avail. Customer's blood glucose reading was 117 mg/dl. No further details were provided.